Event description:
A past high blood glucose event was reported by the customer, although the specific highest level was unknown and displayed as "high." Cause was not known. To address the issue, the customer changed the infusion set and cartridge, and no third-party assistance was required. Control iq feature was enabled during the event.